Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year 4 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was hospitalized on (B)(6) 2019 for a major infection and had changes to medication. No further information was provided.

Manufacturer narrative:
Section b5: additional information. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
Additional information was received that the patient had complaints of erythema on abdominal wall for 4 days prior to presenting to hospital. A CT scan of abdomen and chest showed collection. Infectious disease evaluated the patient on (B)(6) 2019 and started the patient on cefepime. A drain was placed the following day. Fluid cultures were taken that resulted positive with gram negative rod on gram stain. The patient was afebrile with normal white blood cell count. Vancomycin was discontinued with cefepime to be continued. Infectious disease saw the patient again on (B)(6) 2019 and cultures resulted with morganella morgani. The patient was started on a 6 week antibiotics course and discharged home on (B)(6) 2019. The patient was seen in clinic on (B)(6) 2019 for sternal drain removal. The patient continued on cefepime. It was reported the event resolved.